Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported separation was confirmed, as the shaft was received with the separation in the proximal/hypotube area of the shaft. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the shaft of a 2.0x20 mini trek rx balloon dilatation catheter was noted to be separated, and the separation appeared to be a "clean cut". There were no reported patient effects and no reported occurrence of a clinically significant delay. Though requested, no additional information regarding this incident was able to be provided.